Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2004, the patient presented with complaints of pain. The patient underwent a MRI and CT scan that revealed broken hardware on the left at s1 as well as lucency around his right s1 screw. The patient underwent a revision posterior lumbar fusion. The patient underwent a surgery with diagnostic of failed fusion left l4-5 and l5-s1. Name of procedure: removal of hardware l4 to s1. Posterior lumbar interbody fusion l4-5 and l5-s1 right with crushed cancellous allograft, 1 large and 1 medium kit bmp and posterior fixation. As per op-notes, using dilators, we were able to remove the hardware. The screw at l4 on the right was somewhat loose. The screw at 81 on the right was broken and the most posterior piece was removed. We then moved slightly cephalad to the 81 screw. We used dilators to remove the hardware, again trying to proceed with minimally invasive technique and avoid significant muscle dissection and blood loss. We were able to use the x-tubes and dilate down to l5-s1 disc space. The disc was localized and a partial fasciectomy was performed. We removed what remained of any posterior disc that was not removed with the previous anterior lumbar interbody fusion. We placed crushed cancellous allograft in the hole itself, followed by four bmp sponges at this level and additional crushed cancellous allograft. We had earlier prepared one large kit and one medium kit of bmp. After we performed this procedure, we placed 8.5 mm screws in l4, 6.5 in l5 and a 6.5 screw in s1. We tried to thread the screw at s1 just lateral to our previous screw, as this appeared to be the only viable trajectory that could accommodate a screw. The rod was locked from cephalic to caudal. We destroyed the facet joints with a high speed bur and packed bmp in the facet itself as well as local bone graft. The process was repeated at l4-5. Prior to locking the hardware again, a posterior lumbar interbody fusion was performed with partial fasciectomy. Disc material was removed and again we placed four sponges in this disc as well as crushed cancellous allograft on the right side only. Again, the hardware was locked and we had packed half a sponge in each facet joint along with local graft. No patient complications. On (B)(6) 2004, the patient was discharged. On (B)(6) 2004, the patient presented for follow-up status post revision surgery. The radiographics looked excellent. On (B)(6) 2004, the patient presented for follow-up. The CT scan showed that he was slowly going on consolidation. On (B)(6) 2004, the patient presented for follow-up with complaints of pain. The CT scan showed a solid fusion. Also he had arteriosclerotic disease. On (B)(6) 2004, the patient presented for follow-up with complaints of leg pain. On (B)(6) 2005, the patient presented for follow-up. The radiographs of the patient look excellent.